Event description:
The customer alleged an error code that suggests that the ventilator stopped cycling while in pt use. No pt harm. The nellcor purtian bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.